Event description:
The patient was returned to surgery for a right hip revision. The stryker orthopaedics hip polyliner was noted to be broken. A stryker representative was in the or. The original surgery was approximately two and a half years prior. There has been no response from the manufacturer as of yet regarding this failure.